Event description:
It was reported when using the bd bactec¿ mgit¿ 960 system a false positive result was received. Upon further investigation the room temperature was found to be elevated (>35c) and no instrument failures were noted during the field service engineer visit. No health impact or consequence reported.

Manufacturer narrative:
H.6 investigation summary: the customer reported false positives. An fse went on site and determined that the room temperature was too high (35 degrees) resulting in false positives. No abnormalities with the instrument's operation were reported, therefore, this complaint is not confirmed. The root cause was determined to be a too high room temperature. Review of the device history record for instrument is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required.